Event description:
The operative report was returned with the device. Additional information was received that this patient had mitral regurgitation (mr) (along with the stenosis) noted prior to the replacement procedure. Visualization during the procedure noted the mitral ring was well seated. The native valve was a rheumatic mitral valve with fibrosis and calcification of the anterior leaflet. The annuplasty ring was removed and a new non-medtronic tissue valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that one year post implant of this annuplasty ring, an explant procedure was performed due to mitral stenosis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis results: upon receipt at medtronic¿s quality laboratory. Visual inspection noted the cloth covering had been cut and/or torn during explant. Green multifilament sutures and one blue monofilament suture remained attached to the ring. Glistening off-white pannus remained attached to the inflow and outflow of the ring. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography showed no evidence of mineralization and/or fractures. Conclusion: reduced performance of the product is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(4).

Manufacturer narrative:
Analysis results: analysis results are in progress and will be updated upon completion. Conclusion: no conclusion can be drawn at this time. A supplemental report will be sent upon completion of analysis. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.